Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as event one of b. Braun medical inc. Internal report number (B)(4) the investigation into this reported event is ongoing. Attempts are being made to get additional information. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: the nurse programs vtbi of 250 mls. The rate is progressive, starting at 100 mls for 15 mins, with a max rate of 300 mls for 45 mins. At the end of the infusion, the bags had 40-50 mls remaining, prolonging the infusion time. No injury, all patients were able to get their full prescribed dose. Please note: the user facility reported that this occurred with multiple patients. All the patients were receiving remicade, 250 mls. The number of occurences is not known at this time.

Manufacturer narrative:
Exemption number e2016018 (B)(4). This report has been identified as b. Braun medical inc. Internal report number (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. Volumetrics run using the customer's program of 100 ml/hr and 25 ml with 300 ml/hr and 225 ml for a total volume of 250 ml tested in spec. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.